Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report the insulin pump display was showing a full black circle. Advised that the insulin pump was stuck in the rewind sequence and insulin delivery has stopped. Assisted customer with false priming the reservoir and running self test. Insulin pump passed the self test. Customer stated that no further assistance was needed.